Event description:
Event description cpi received information that this endotak lead (0064) was removed from service and capped, during a replacement procedure of a ventritex device for normal battery depletion, due to oversensing.